Event description:
On 11/13/2023, it was reported by a sales representative via (B)(4) that (2) abs-10053-15-45 bioxpress graft delivery's small inner plunger would not go through the tip of the shaft and when they shoved it through, it would not retract. This occurred during a case where they ended up bailing out to a different device to inject the bone graft for the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.